Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator.

Event description:
The patient stated that the therapy was no longer helping with her urinary symptoms and she was not feeling stim anymore. The patient reported that the change in therapy/ symptom was noted as sudden. No further complications were reported/anticipated.